Event description:
It was reported that at the user facility, the device was producing gold colored dust. Upon follow up with the account, it was reported that the device was used in an ankle trauma case. No delay, no medical intervention and no adverse consequences were alleged with this event, the user facility reported that there was no danger of infection for the patient.

Manufacturer narrative:
During the device evaluation, the report of gold colored dust falling from the device could not be duplicated. However, silver colored metal shavings were observed falling from the device. Corrosion and mineral deposits were found within the device, which may have caused the silver colored shavings.